Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site and charging difficulty. Further evaluation revealed movement of the cls within the pocket may have contributed to the reported event. At the patient¿s request, the evoke scs system was explanted.